Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced no communication pump to transmitter, lost sensor alarm. The customer reported, hypoglycemia of blood glucose value of 41 mg/dl. The customer reported, hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-7841zn, mmt-7040a, unomedical, mmt-332a, mmt-1884l. Trouble shooting was performed, for a loss of communication between the transmitter and the pump. Confirmed, transmitter serial number is programmed in manage devices screen. Customer reports issue was not resolved. Customer does not feel ok to troubleshoot. It was unknown, whether the pump was used within 48 hours of reported event or not. And it was unknown, whether the automode feature was active or not. No further patient complications were reported. It was unknown, whether the customer will continue to use the transmitter or not. No product return is required for mmt-7841zn, no product return is required for mmt-7040a, no product return is required for unomedical, no product return is required for mmt-332a. Customer will continue to use the insulin pump. No product return is required for mmt-1884l.